Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter. During laparoscopic low anterior resection, at the rectum resection, the opening/closing of jaws were checked then the surgeon tried to insert the device to the trocar, however could not close the jaws. No communication error of power handle, adapter and reload occurred. The event did not repeat after surgery. There was no patient injury.